Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was sleeping and she woke up with low blood glucose of 49 mg/dl. Customer treated, she ate a bowl of cereal and half a banana and piece of toast. Customer also mentioned the drive support cap on the insulin pump looked recessed. Customer was advised the device needed to be replaced and customer agreed to it. The device is not returning back.